Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 3259, 12). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 12 - cause traced to device design. The affected sample was disassembled and found that the small o-ring on the venous inlet had been misseated. A representative retention sample was inspected and tested to confirm an appropriately seated o-ring. It was then setup in a water circuit with flow through the unit, when forward flow was stopped, prime was not lost in the circuit. The cause of the event is a partially seated o-ring within the curved venous inlet port connection into the venous reservoir lid/housing. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on mar 17, 2020.   Upon further investigation of the reported event, the following information is new and/or changed: d10 (device availability - added date returned to manufacturer); g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to additional information); h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, bubbles were seen rising in the drop tube of the reservoir behind the sock during priming. The venous flow was clamped off, there was no hemoconcentrator flow, and no shunts. No patient involvement. There was a delay for 10 minutes. The product was changed out. Procedure was completed successfully.